Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had an echocardiogram on (B)(6) 2021 which revealed the aortic valve (av) was opening with every heartbeat. The pump speed was set to 9000 rpm. These findings were discovered during diagnostic testing which confirmed outflow graft obstruction due to thrombosis and associated hemolysis.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported aortic insufficiency could not be conclusively be determined. The patient remains ongoing on (B)(6). No further information regarding the event has been provided by the account at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 05jan2016. The heartmate ii left ventricular assist system instructions for use, rev. C, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. No further information was provided. The manufacturer is closing the file on this event.